Manufacturer narrative:
Problem code 1069 for the reportable event of trip wire broken. A speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the ligator head found all bands were present. It was noticed that he ligature head teeth were undamaged. The most proximal section of the suture and the trip wire was not broken. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the trip wire was broken when the device was removed from the package. Seven bands were deployed and another six bands were deployed intensively afterwards. A total of thirteen bands were used and the last band was 30cm from the incisors. After ligation, the varicose in the upper segment were significantly alleviated, and the procedure was completed without bleeding. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the trip wire was broken when the device was removed from the package. Seven bands were deployed and another six bands were deployed intensively afterwards. A total of thirteen bands were used and the last band was 30cm from the incisors. After ligation, the varicose in the upper segment were significantly alleviated, and the procedure was completed without bleeding. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.